Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned a month ago due to dislodgement. The lead is now showing intermittent capture and increased thresholds. The field representative is not sure if the lead has dislodged again and the physician has opted to follow up on this dependent patient and will recheck again in a month. This rv lead remains in service. There were no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.